Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the large volume pump was "always sensing air in line," and the defective ail assembly was replaced. It was also found that the door latch spring was defective, and was replaced. No further information was provided.